Event description:
Event: conversion. The graft was explanted secondary to a persistent untreatable endoleak. The graft was implanted in 2003 for an aaa of 4.5 cm. Follow up CT scans were not significant; however, a CT scan three months prior. Showed a significant endoleak with an increase in the aaa to 5 cm. Reportedly, the patient was sent to surgery where the graft was explanted, sent to pathology, and then discarded. The original aaa was surgically repaired.